Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Event description:
It was reported that the patient has had three urinary tract infections (uti) in the past month and is concerned that their snm system is causing the infection. The patient is currently taking antibiotics to treat the uti. The patient mentioned that they made an adjustment to increase the stimulation about six weeks ago because they were experiencing frequent urination. A patient outcome was not reported.

Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of urinary tract infection and urinary frequency was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a patient has had 3 uti's in the past month and is concerned that her snm system is causing them. The patient is currently taking antibiotics to treat her uti. Also, patient mentioned she made an adjustment to increase her stimulation about 6 weeks ago because she was experiencing frequent urination. A patient outcome was not reported.